Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse found a stopper pin in the rack entrance had fallen off. The missing pin was found and replaced, correcting the issue. The cause of the incorrect placement of sample tubes into the wrong position on the rack is due to the stopper pin, which fell off. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
An advia centaur xp instrument read a barcode of a sample tube and placed the sample tube in the second position, instead of the first position on the rack. The instrument then placed the second sample tube in the third position and continued for multiple sample tubes, placing them in the incorrect position. There are no known reports of patient intervention or adverse health consequences due to the incorrect placement of sample tubes into the wrong position on the rack.